Event description:
It was reported that medfusion 4000 pump, battery communication error/ top case cracked. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the top and bottom case. Review of the event history log showed an occurrence of "battery communication timeout." Functional testing found that the device exhibited "battery communication timeout" on power up. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that corrosion on the main printed circuit board due to fluid ingression as a result of either improper cleaning or introduction of excessive fluids was the cause of the reported issue. The main printed circuit board was replaced. The battery was also replaced as a preventive measure. Top and bottom case also replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes to the customer's reported problem were found during the service hdr review.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the top and bottom case. Review of the event history log showed an occurrence of "battery communication timeout." Functional testing found that the device exhibited "battery communication timeout" on power up. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that corrosion on the main printed circuit board due to fluid ingression as a result of either improper cleaning or introduction of excessive fluids was the cause of the reported issue. The main printed circuit board was replaced. The battery was also replaced as a preventive measure. Top and bottom case also replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No causes or potential causes to the customer's reported problem were found during the service hdr review.